Manufacturer narrative:
This spontaneous case describes the occurrence of adverse reaction ('side effects and complications') in female patients who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced adverse reaction (seriousness criteria medically significant and intervention required). The patients were treated with surgery (had device surgically removed). Essure was removed. At the time of the report, the adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of adverse reaction ('side effects and complications') in female patients who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced adverse reaction (seriousness criteria medically significant and intervention required). The patients were treated with surgery (had device surgically removed). Essure was removed. At the time of the report, the adverse reaction outcome was unknown. The reporter provided no causality assessment for adverse reaction with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.